Event description:
Follow up information received reported that the date of explant of the device was (B)(6), 2014. If additional information is received, a follow up report will be sent.

Event description:
It was reported that ¿in the last (B)(6)¿ the patient had an infection at the location of the generator and due to this the device was removed. It was noted that the infectiologist recommended a hyperbaric chamber as part of the treatment. It was noted that the patient still had the leads implanted. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).